Event description:
The surgeon stated that the obturator blade did not make the desired wound flap causing a post operative wound leakage and hypotony. The surgeon sutured the wound close two days post operative from the original surgery. The patient's iop is stable and there is no decrease in visual acuity.